Event description:
It was reported that the core impaction drill overheated during an extraction. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Corrosion was discovered within internal components of the device.